Manufacturer narrative:
Implant and explanted dates: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported they were unable to insert the angio-seal device. When the angio-seal device was being inserted in the insertion sheath, there was high resistance. The device was withdrawn and was successfully removed. Another angio-seal device was used to continue the procedure. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. Blood loss was less than 250cc, and there was no health damage to the patient. Hemostasis was successfully achieved by the second device.